Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. Approximately 25 months post-op, the patient experienced early pain from post-op allodynia/plexopathy. Subsequently, the glenoid and humerus became septically loose. As a result, approximately 30 months after initial replacement, the patient underwent revision procedure. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
D10: (B)(6) - 300-30-08 - equinoxe preserve stem 8mm, (B)(6) - 320-36-00 - 36mm humeral liner +0 unconstrained, (B)(6) - 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6) - 320-01-36 - 36mm glenosphere, (B)(6) - 320-35-07 - small superior/posterior aug glenoid plate, left, (B)(6) - 320-15-05 - eq rev locking screw, (B)(6) - 320-20-00 - eq reverse torque defining screw kit, (B)(6) - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6) - 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6) - 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6) - 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm, (B)(6) - 315-35-00 - glnd kwire. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-00699, 1038671-2025-02909. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported may be the result of septic glenoid and/or humeral loosening as reported. However, these failures cannot be confirmed as no relevant clinical information, images, or radiographs were provided. Potential contributions of patient or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.